Event description:
Procedure: gastrectomy. According to the report: the client reports that when the surgeon tried to remove the device from the stomach, the anvil disconnected. The surgeon managed to remove the anvil with an instrument, without conversion into open surgery. The operating time was extended by approximately one hour. There was no report of pt injury or bleeding.

Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of an "intermittent stop and channel select keys on the pumphead module keypad on channel c". The event occurred during product evaluation. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as unremediated.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump. During service, an "intermittent stop and channel select key on the pump head module keypad on channel c" was discovered. The channel c pumphead module keypad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a pva (pressure-volume area) case, it was noticed that the pt's blood pressure had dropped. The pt was checked, and a pericardial effusion was confirmed. The case was terminated. Fluid was removed from the pt's pericardial sac. The pt was stabilized. It was also reported that the robotic system was in use. The physician stated that the catheter was bulky and stiff, and that he had difficulty getting the cs catheter over the valve inside the coronary sinus (this was the physician's 2nd time using the cs catheter).